Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cracked tooth [tooth fracture], caries-tooth [dental caries], irritated gums [gingival discomfort], sensitivity-mouth [oral pain], irritated-mouth [stomatitis], brush head doesn't fit properly on the brush, leaves a gap of 1-2 mm-oral-b/rechargeable toothbrush [device physical property issue], scrape coating off my teeth, plaque along the edges of my gums and between my teeth [device ineffective], brush head doesn't hook in completely, comes off when I brush - oral-b toothbrush [device breakage]. Case narrative: this is a serious spontaneous report received on 04-sep-2025 from a non-health care professional consumer via email. This case involves a 49-year-old male consumer. Relevant historical drug/prev exp included prior use of type 3756 cross action brushes. No medical history, concurrent condition, concomitant products and medication were reported. On (B)(6) 2024, the consumer began using oral brchg toothbrush handle 3753iosrs6m6iom6.2i6.1ck and oral-b brush heads, version unknown on an unknown date. On an unknown date in 2025, the consumer experienced cracked tooth (tooth fracture) and tooth caries (dental caries). Additionally, on (B)(6) 2024, the consumer developed irritated gums, mouth sensitivity, and mouth irritation. The consumer also reported that the brush head did not fit properly on the rechargeable toothbrush handle, leaving a 1¿2 mm gap. Corrective treatment included dentist/physician visits for repair of cracked tooth and repair of tooth caries, along with use of extra fluoride mouth rinse, and prescription toothpaste. No laboratory data was provided. The action taken with the suspect product was unknown. The case outcome was reported as not recovered. Event outcome was reported as recovered for the event of tooth fracture and dental caries and not recovered for the events of developed irritated gums, mouth sensitivity, and mouth irritation. Seriousness criteria: other (damage to natural teeth) for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 17-sep-2025, which included addition of new event of device ineffective as consumer reported scrape coating off my teeth, more plaque, repair caries. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 19-sep-2025, which included updates to other relevant history and events. Relevant medical history updated as consumer reported no inflammation or other serious problems with oral health. Event of device breakage added as consumer reported that brush head doesn't hook in completely and comes off when I brush. Additionally, the device ineffective event was updated as consumer reported scrape coating off my teeth, plaque along the edges of my gums and between my teeth. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 29-sep-2025, which includes initial report of product investigation. Insufficient information for investigation. Product return was requested or its in transport. Evaluation will occur upon receipt of product return. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available.

Manufacturer narrative:
10-oct-2025 gssa, based on updated assessment provided by gps no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed

Event description:
Cracked tooth [tooth fracture] , caries-tooth [dental caries] , irritated gums [gingival discomfort] , sensitivity-mouth [oral pain] , irritated-mouth [stomatitis] , brush head doesnt fit properly on the brush... Leaves a gap of 1-2 mm-oral-b/rechargeable toothbrush [device physical property issue] , scrape coating off my teeth...plaque along the edges of my gums and between my teeth [device ineffective] , brush head doesn't hook in completely... Comes off when I brush - oral-b toothbrush [device breakage] . Case narrative: this is a serious spontaneous report received on 04-sep-2025 from a non-health care professional consumer via email. This case involves a 49 years old male consumer. Relevant historical drug/prev exp included prior use of type 3756 cross action brushes. No medical history, concurrent condition, concomitant products and medication were reported. On (B)(6) 2024, the consumer began using oralbrchgtoothbrushhandle3753iosrs6m6iom6.2i6.1ck and oral-b brush heads, version unknown on an unknown date. On an unknown date in 2025, the consumer experienced cracked tooth (tooth fracture) and tooth caries (dental caries). Additionally, on 31-dec-2024, the consumer developed irritated gums, mouth sensitivity, and mouth irritation. The consumer also reported that the brush head did not fit properly on the rechargeable toothbrush handle, leaving a 1¿2 mm gap. Corrective treatment included dentist/physician visits for repair of cracked tooth and repair of tooth caries, along with use of extra fluoride mouth rinse, and prescription toothpaste. No laboratory data was provided. The action taken with the suspect product was unknown. The case outcome was reported as not recovered. Event outcome was reported as recovered for the event of tooth fracture and dental caries and not recovered for the events of developed irritated gums, mouth sensitivity, and mouth irritation. Seriousness criteria: other (damage to natural teeth) for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 17-sep-2025, which included addition of new event of device ineffective as consumer reported scrape coating off my teeth...more plaque...repair caries. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 19-sep-2025, which included updates to other relevant history and events. Relevant medical history updated as consumer reported no inflammation or other serious problems with oral health. Event of device breakage added as consumer reported that brush head doesn't hook in completely and comes off when I brush. Additionally, the device ineffective event was updated as consumer reported scrape coating off my teeth...plaque along the edges of my gums and between my teeth. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 29-sep-2025, which includes initial report of product investigation. Insufficient information for investigation. Product return was requested or its in transport. Evaluation will occur upon receipt of product return. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 10-oct-2025, which includes report of product investigation. Pending complaint investigation. Device discarded and there will be no physical product available, based on updated assessment no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available.

Event description:
Cracked tooth [tooth fracture]. Caries-tooth [dental caries]. Irritated gums [gingival discomfort]. Sensitivity-mouth [oral pain]. Irritated-mouth [stomatitis]. Brush head doesn't fit properly on the brush... Leaves a gap of 1-2 mm-oral-b/rechargeable toothbrush [device physical property issue]. Scrape coating off my teeth...plaque along the edges of my gums and between my teeth [device ineffective]. Brush head doesn't hook in completely... Comes off when I brush - oral-b toothbrush [device breakage]. Case narrative: this is a serious spontaneous report received on 04-sep-2025 from a non-health care professional consumer via email. This case involves a 49-year-old male consumer. Relevant historical drug/prev exp included prior use of type 3756 cross action brushes. No medical history, concurrent condition, concomitant products and medication were reported. On (B)(6) 2024, the consumer began using oral brchgtooth brush handle 3753iosrs6m6iom6.2i6.1ck and oral-b brush heads, version unknown on an unknown date. On an unknown date in 2025, the consumer experienced cracked tooth (tooth fracture) and tooth caries (dental caries). Additionally, on (B)(6) 2024, the consumer developed irritated gums, mouth sensitivity, and mouth irritation. The consumer also reported that the brush head did not fit properly on the rechargeable toothbrush handle, leaving a 1¿2 mm gap. Corrective treatment included dentist/physician visits for repair of cracked tooth and repair of tooth caries, along with use of extra fluoride mouth rinse, and prescription toothpaste. No laboratory data was provided. The action taken with the suspect product was unknown. The case outcome was reported as not recovered. Event outcome was reported as recovered for the event of tooth fracture and dental caries and not recovered for the events of developed irritated gums, mouth sensitivity, and mouth irritation. Seriousness criteria: other (damage to natural teeth) for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 17-sep-2025, which included addition of new event of device ineffective as consumer reported scrape coating off my teeth...more plaque...repair caries. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 19-sep-2025, which included updates to other relevant history and events. Relevant medical history updated as consumer reported no inflammation or other serious problems with oral health. Event of device breakage added as consumer reported that brush head doesn't hook in completely and comes off when I brush. Additionally, the device ineffective event was updated as consumer reported scrape coating off my teeth...plaque along the edges of my gums and between my teeth. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 29-sep-2025, which includes initial report of product investigation. Insufficient information for investigation. Product return was requested or its in transport. Evaluation will occur upon receipt of product return. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 10-oct-2025, which includes report of product investigation. Pending complaint investigation. Device discarded and there will be no physical product available, based on updated assessment no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 7-nov-2025, which includes result of product investigation. No manufacturing cause identified based on investigation. Investigation of production records and evaluation of returned consumer photos showed no deviation. No manufacturing failure cause identified. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available.

Manufacturer narrative:
On (B)(6) 2025 gssa, based on updated assessment provided by gps no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed.

Manufacturer narrative:
10-oct-2025 gssa, based on updated assessment provided by gps no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed

Event description:
Cracked tooth [tooth fracture], caries-tooth [dental caries] , irritated gums [gingival discomfort] , sensitivity-mouth [oral pain] , irritated-mouth [stomatitis] , brush head doesnt fit properly on the brush... Leaves a gap of 1-2 mm-oral-b/rechargeable toothbrush [device physical property issue] , scrape coating off my teeth...plaque along the edges of my gums and between my teeth [device ineffective] , brush head doesn't hook in completely... Comes off when I brush - oral-b toothbrush [device breakage]. Case narrative: this is a serious spontaneous report received on 04-sep-2025 from a non-health care professional consumer via email. This case involves a 49 years old male consumer. Relevant historical drug/prev exp included prior use of type 3756 cross action brushes. No medical history, concurrent condition, concomitant products and medication were reported. On (B)(6) 2024, the consumer began using oralbrchgtoothbrushhandle3753iosrs6m6iom6.2i6.1ck and oral-b brush heads, version unknown on an unknown date. On an unknown date in 2025, the consumer experienced cracked tooth (tooth fracture) and tooth caries (dental caries). Additionally, on 31-dec-2024, the consumer developed irritated gums, mouth sensitivity, and mouth irritation. The consumer also reported that the brush head did not fit properly on the rechargeable toothbrush handle, leaving a 1¿2 mm gap. Corrective treatment included dentist/physician visits for repair of cracked tooth and repair of tooth caries, along with use of extra fluoride mouth rinse, and prescription toothpaste. No laboratory data was provided. The action taken with the suspect product was unknown. The case outcome was reported as not recovered. Event outcome was reported as recovered for the event of tooth fracture and dental caries and not recovered for the events of developed irritated gums, mouth sensitivity, and mouth irritation. Seriousness criteria: other (damage to natural teeth) for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 17-sep-2025, which included addition of new event of device ineffective as consumer reported scrape coating off my teeth...more plaque...repair caries. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 19-sep-2025, which included updates to other relevant history and events. Relevant medical history updated as consumer reported no inflammation or other serious problems with oral health. Event of device breakage added as consumer reported that brush head doesn't hook in completely and comes off when I brush. Additionally, the device ineffective event was updated as consumer reported scrape coating off my teeth...plaque along the edges of my gums and between my teeth. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 29-sep-2025, which includes initial report of product investigation. Insufficient information for investigation. Product return was requested or its in transport. Evaluation will occur upon receipt of product return. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available. Significant follow-up information was received on 10-oct-2025, which includes report of product investigation. Pending complaint investigation. Device discarded and there will be no physical product available, based on updated assessment no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed. The case remained serious due to the seriousness criterion: damage natural teeth for the event of tooth fracture and dental caries. No further information is available.